Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one introducer needle and guide-wire were returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluations were performed. The investigation is confirmed for the reported guidewire extended issue and the identified fracture issue, as the flat inner core wire was observed to be fractured within the coils of the guidewire. The end of the fracture appeared rounded and the coils of the guide-wire were unraveling. The guidewire was pushed into the introducer needle but would not advance. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).

Event description:
It was reported that during port device implant procedure, the guidewire was extended upon withdrawal. There was no reported patient injury.